Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the escape button due to corroded keypad traces and severely corroded battery tube noted. No unexpected button error alarms noted. The insulin pump has minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, missing end cap sticker, stained address serial number label and broken battery cap noted.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 116mg/dl. Advised insulin pump would be replaced. No additional information was provided.